Manufacturer narrative:
It was reported that the surgeon hit a vein during surgery. The device has not been returned to the MFR.

Event description:
A medtronic rep reported that the surgeon was inaccurate during a case. They had fiducials on the pt and performed a pointmerge registration. They did not verify accuracy in the fiducial before proceeding. The surgeon felt inaccurate during the case but chose to proceed. During the surgery, the surgeon hit a vein and he was unsure if he removed all of the tumor. After the surgery, they put the probe in a fiducial and were up to 1.5 cm inaccurate.